Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured at the center. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post-procedure.